Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient needed an MRI, but the patient was in overdischarge. It was discussed to use head only MRI guidelines. The patient stated that they were in this state "for a while." Additional information was received from a healthcare provider (hcp). It was reported that the patient has not had their system removed. It was also reported that the patient is not using the system due to inadequate coverage despite reprogramming and revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.